Manufacturer narrative:
Information regarding the initial reporter: occupation: non-healthcare professional. Investigation evaluation: a product evaluation was performed only by the pictures provided with this report because the product said to be involved was not provided to cook for evaluation. A photo of the lot number was not provided. An evaluation of the photos provided by the user confirmed the report. The first photo consisted of the trigger cord and the handle, along with the empty barrel. The beads could be seen on the trigger cord but no other details could be determined. The second photo contains three (3) pictures - the 1st picture shows the barrel with no bands remaining on it laying loose inside the patient, the second photo shows the barrel laying loose in the patient along with two (2) constricted deployed bands, and the 3rd picture shows the loose barrel laying in a different position in the patient along with the two (2) constricted deployed bands. No other details could be determined from the photos received. Without return of the complaint device a complete evaluation could not be performed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The additional information received indicates that an olympus gif-180 gastroscope was used with the device. The gastroscope has an o.d of 9.8mm, which is within the 9.5-13 mm range of the mbl-6-f device. However the mbl-6-f is designed to be used with fujinon endoscopes. The instructions for use state under system preparation: "attach barrel to tip of endoscope, ensuring barrel is advanced onto tip as far as possible. Note: when placing the barrel onto the distal end of the endoscope, ensure that the trigger cord does not become pinched between the barrel and the endoscope." The instructions for use direct the user to: "lubricate endoscope and exterior portion of barrel." The barrel can dislodge if lubricant is applied to the endoscope prior to attaching the barrel or if lubricant is allowed inside the barrel before the loading process. The instructions for use state: "caution: do not place lubricant inside barrel." A possible contributing factor to barrel detachment includes allowing body fluids to enter the area between the barrel and endoscope. The instructions for use state under precautions: "prior to assembling device, routine endoscopic examination is recommended to confirm diagnosis requiring treatment of esophageal varices or internal hemorrhoids." If the endoscope is wiped free after the initial check for location of the varices, body fluids in this area can be avoided. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that an olympus gif-180 gastroscope was used with the device, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic variceal ligation (evl), the physician selected a cook 6 shooter saeed multi-band ligator. The barrel detached inside the esophagus before application to the varicose veins. This required intervention to remove the foreign body with a polypectomy snare. The procedure was completed using a ligature kit from another brand. A section of the device did not remain inside the patient¿s body as the patient required intervention to remove the foreign body due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.